Manufacturer narrative:
(B)(4).

Event description:
New information received notes that no lead damage was noted. The physical suspected insulation anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up increased impedance, low sensing and high threshold were observed. The device was replaced and the lead was capped. The patient is doing well.